Event description:
Patient reported her pump was implanted with saline. The patient went in for a refill and they were unable to access the reservoir as the pump was too deep. A pump revision surgery was performed. Per device manufacturer registration the revision was performed (B)(6) 2009. The pump was delivering marcaine and morphine.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2009 (B)(6), explanted: 2009 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported the pump could not be filled because it had been as previously reported implanted too deep. The revision surgery consisted of moving the pump. No further information was provided.

Manufacturer narrative:
(B)(4).